Event description:
During a transfemoral tavr procedure, the sapien xt valve was deployed in a canted and too aortic position. Echo revealed moderate-severe paravalvular leak (pvl) anterior, requiring a second valve. The patient was extubated and transported in stable condition. The native aortic annular diameter was 22mm by tee and 20mm x 25mm with an area of 383mm2 by CT. The native leaflet was severely calcified and no aortic root calcification was reported. A balloon valvuloplasty (bav) was performed prior to valve deployment. Per report, there was moderate ventricular septal hypertrophy and no mitral annular calcification (mac). Initially, the first valve was positioned 60:40 aortic/ventricular but it deployed too aortic and canted (95:5 a/v at the non coronary cusp [ncc] and 70:30 a/v at the left coronary cusp [lcc]). It was decided the valve was canted and too high on the ncc resulting in the leak and post dilatation would be bypassed and a second valve placed. A second valve was deployed and landed 50:50 a/v in relation to the bottom of the 2nd valve; 1+2 mild pvl was noted and post dilation with an additional 1cc was performed. A final echo revealed trivial-mild pvl and no central aortic insufficiency (ai). A root angio revealed trivial ai. During valve deployment, ventilation was held and there was no loss of pacing capture. The coaxial alignment of the valve and delivery system, and the image intensifier angle, was good. Per report, it was discussed that the patient had a heavy calcified ncc and a moderate septal bulge causing the valve to be placed too high.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, it was reported that the cause for the aortic malposition was a heavy calcified ncc, and moderate septal bulge causing the valve to be placed too high in a canted position. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.